Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored episodes showing oversensing of noise resulting in pacing inhibition. The noise appeared to be electromagnetic interference (emi); it was noted the longest episode was two seconds and the patient was not pacemaker dependent. The physician plans to continue to monitor the patient and device.